Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked case at display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a battery out limit. The customer did not recall any significant events leading up to the error alarm. Blood glucose level earlier in the day of the call was 117 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.